Manufacturer narrative:
(B)(4). Additional information requested and received: was bleeding identified to be from vessels? Yes, 3 staple lines gave way partially (one after about 30 mins and the others after about 2 hours) was there any issues noted with stapler performance during initial procedure? No was vessels was device used on? Two large hepatic veins were the vessels skeletonized or taken as a bundle? Skeletonized what color cartridge was used? White how was the issue addressed? These required suturing to control major bleeding from the defects was a transfusion required? Not known what is the current patient status? Not known.

Event description:
It was reported that during a sleeve gastrectomy procedure on (B)(6), there was a technique change: surgeon did not use buttressing and chose to use evicel on the staple line. Case was completed with apparent success. Patient was readmitted to surgery on (B)(6) with possible post-op bleeding at staple line.